Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. Related events captured via 2210968-2024-02778. Citations : journal of vascular surgery. 1-2.

Event description:
Title: primary aortoenteric fistula with severe acute respiratory syndrome coronavirus 2 - open repair with assist endovascular sealing. The reported case was a 86 - year - old thai female patient had presented with sudden severe abdominal pain that radiated to the left back with syncope of hour¿s duration before admission. Ten minutes before admission, she had developed hematemesis and hematochezia. Her underlying diseases were hypertension, dyslipidemia,and asthma. Open aneurysm repair with a 12-mm dacron tube graft was performed with 3-0 prolene suture. Primary repair with 3-0 polydioxanone interrupted sutures was performed. Horizontal mattress sutures with 3-0 prolene with a pledget was used to repair- the tear. The reported complication included bleeding at proximal anastomosis . In conclusion, endovascular aneurysm repair was not planned at the beginning of the procedure owing to the aortoenteric fistula. Thus, open definitive repair of the aneurysm was chosen and primary duodenal repair performed.